Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instruments originally sent to (B)(6) who forwarded on to complaint handling unit. Emailed rep complaint form to complete. Complaint description unknown. Device was returned for examination. Upon receipt was noted through visual examination that tip of the driver was broken off. It is not known when/where breakage occurred and the location of the broken fragments is unknown.